Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device detached inside the patient. In addition, this was noticed towards the end of the procedure and the physician was already finished with the procedure. The procedure was still completed with this device with the same generator and active cord. There were no patient complications reported as a result of this event.